Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications as of (B)(6) 2019: baclofen (concentration: 128.7 mcg/ml, dose rate: 37.16 mcg/day, dilaudid (concentration: 20 mg/ml, dose rate: 5.774 mg/day), clonidine (concentration: 1600 mcg/ml, dose rate: 462.0 mcg/day), and bupivacaine (concentration: 15mg/ml, dose rate: 4.331 mg/day). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. When the patient was first opened for surgery, the physician saw sludge around the model 8780 catheter component. The company representative gave him a new model 8784 component with serial number (B)(4). Then when the physician was doing his routine dye study that he does during all implants/replacements/revisions, he noticed the model 8784 was leaking at suture-less connector. He took it off, wiped it off, and reconnected it. It was still leaking although it was attached properly. A new 8784 was requested and they were given another with serial number (B)(4). It was clarified that the bad catheter component / model 8784 that was attached, but removed due to leaking, had serial number (B)(4). The pump and catheter components with model 8780 and model 8784 were sent to the manufacturer for analysis. The second model 8784 catheter component that was now implanted and in good function was serial number (B)(4).

Manufacturer narrative:
Analysis of the pump identified no anomalies. Analysis of the 8780 catheter (sn: (B)(4)) identified no significant anomalies. Analysis of the 8784 catheter (sn: (B)(4)) identified no significant anomalies. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, partially, explanted: (B)(6) 2019, product type: catheter. Product ID: 8784, serial#: unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-apr-2019, UDI#: (B)(4) ; product ID: 8784, serial/lot #: unknown, ubd: 28-apr-2019, UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient with an implantable pump for non-malignant pain. The pump administered the following medications: baclofen (concentration: 128.7 mcg/ml, dose rate: 25.76 mcg/day, dilaudid (concentration: 20 mg/ml, dose rate: 4.003 mg/day), clonidine (concentration: 1600 mcg/ml, dose rate: 320.2mcg/day), and bupivacaine (concentration: 15mg/ml, dose rate: 3.002 mg/day) it was reported that the pump was replaced with a 20 ml pump due to decreased effectiveness and volume discrepancies during refills. Regarding the volume discrepancies, it was noted that there was more volume left than what was expected to be pulled. The date of the event was unknown. A dye study was done before replacement and during the replacement to check for a patent system. It was further reported that when opening the patient the physician also decided he wanted to replace the sutureless connector (sc) of the model 8780 due to seeing sludge around connection. The company representative gave him a new model 8784 and when doing a dye study they also saw leaking around sc. In addition to the pump, the catheter was also partially replaced. It was noted that a new model 8780 catheter had to be opened and only the sc part of the 8780 was replaced; the rest remained in-service. The company representative was in possession of the portion of the explanted portion of the model 8780 catheter and the leaking model 8784. The devices were to be returned to the manufacturer for analysis. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that off label drugs and 4 medications were used in the pump. The issue was resolved as of the date of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but were unknown. It was indicated that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: the initial report did not also include the following (B)(4) in error. If information is provided in the future, a supplemental report will be issued.